Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Contact did not know cause, but reported that the customer exercised. A manual injection was administered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.